Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the four most distal stent rows were bunched and distorted. This type of damage is consistent with the stent encountering resistance during advancement of the device through the guide catheter. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left circumflex artery to distal left circumflex artery. After a non bsc guide extension catheter was used, a 32x4.00mm promus premier stent was selected to treat the lesion. However, the device came in contact with the the non bsc guide extension catheter and resistance was noted. The device was removed from the patient and it was noticed that the distal part of the stent was lifted. The procedure was completed with a 3.5x32mm promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left circumflex artery to distal left circumflex artery. After a non bsc guide extension catheter was used, a 32x4.00mm promus premier stent was selected to treat the lesion. However, the device came in contact with the non bsc guide extension catheter and resistance was noted. The device was removed from the patient and it was noticed that the distal part of the stent was lifted. The procedure was completed with a 3.5x32mm promus premier stent. No patient complications were reported and the patient's status was good.